Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.